Event description:
T-fasteners from the lap j laparoscopic jejunostomy kit were placed in the pt without difficulty. The t-fasteners were intact at the end of the surgical procedure. Tube feeding was started in 2000. The pt noted pain in the groin area after the tube feeding started. At this time, one t-fastener was noted to have fallen out and was found on the pt's bed. Two other t-fasteners with bolsters and discs were loose. The pt was taken back to the or in 2000 to have the j-tube repositioned and the t-fasteners replaced. There was bile spillage into the peritoneal cavity. One pt involved.